Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd maxguard flow controller extension set with needleless y-site(s) experienced occlusion. The following information was provided by the initial reporter: dial-a-flow was set to the open position but fluid would not flow. Removed from line and would not flow with a flush attached. 2 other dial-a-flows reportedly had the same issue.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the dial-a-flow was set to the open position but fluid would not flow. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mfs141 lot number 22039046 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12mar2022. The search also showed a total of (B)(4) units in 1 lot number was built on 04mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 3 of the bd maxguard flow controller extension set with needleless y-site(s) experienced occlusion. The following information was provided by the initial reporter: dial-a-flow was set to the open position but fluid would not flow. Removed from line and would not flow with a flush attached. 2 other dial-a-flows reportedly had the same issue.